Manufacturer narrative:
Product analysis: a keyboard was returned to covidien/ medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. Functionality testing was performed and during extended self-testing the alarm silence key was not returning back to its correct position once released, the dome was collapsed. An investigation was performed and the product analysis technician reported that root cause was isolated to expected wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.